Event description:
The article, "right atrial appendage thrombosis after percutaneous left atrial appendage occlusion: a case report", was reviewed. The article presented a case study of a 72-year-old male patient with a history of dilated cardiomyopathy, atrial fibrillation, palpitations, and exertional dyspnea. On an unknown date an amplatzer cardiac plug was chosen for left atrial appendage occlusion (laao). The device was implanted. Approximately one year later the patient presented to the emergency department with worsening dyspnea on exertion and progressive bilateral lower extremity edema, consistent with decompensated heart failure. Electrocardiography (ECG) demonstrated atrial fibrillation and a complete left bundle branch block (lbbb). Transthoracic echocardiography (tte) revealed a 30mm x 19mm thrombus in the right atrium, arising from the right atrial appendage. No device-related thrombus was identified. The device remained well-positioned. Anticoagulation therapy with rivaroxaban was initiated. After two weeks, tte demonstrated complete disappearance of the thrombus. The patient also underwent cardiac resynchronization therapy with a defibrillator implanted to treat the lbbb. The patient was discharged and upon follow-up showed cardiac improvement. [The primary author was haohui du, department of cardiology, (B)(6) hospital.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: right atrial appendage thrombosis after percutaneous left atrial appendage occlusion: a case report b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.